Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose was 162 mg/dl. Reportedly, the customer declined further troubleshooting and changed supplies to resumed insulin delivery.